Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for dirt on the plunger with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: conclusion: without a sample, an absolute root cause for this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastipack¿ syringe the product has dirt in the top of plunger, it is visible even with the package sealed. There was no report of injury or medical intervention.